Manufacturer narrative:
The pump passed the displacement test. No unexpected software error alarms noted during testing however, the formatted history file confirmed software error alarm (line number 3508 file number 26) due to a software error. Hardware low level failure alarmed during self test and confirmed in pump history with variable (003) due broken trace at u1 keypad assembly [pins 1 and 6].

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 144 mg/dl at the time of the incident. Customer was able to rewind the insulin pump. Customer was assisted with self test and self test passed. The insulin pump will not be returned for analysis.